Event description:
According to the reporter, during use, the tube body was detached from the fixed wing, the tube body could not be buckled and the securement wing still sutured on the skin, causing the catheter kit to fell out of the body noted during visual inspection. Femoral vein was the insertion site treated with prior to product placement. Flushing was done prior to use. It was stated that there was a blood loss of five milliliter but no transfusion required. There was no leak, no tego utilized and no luer adapter issue. The catheter was not repaired. Iodophor cleaning agent was used on the device. A new catheter was used successfully and the procedure was completed. There was nothing unusual observed on the device prior to use, no other products being utilized and no other defect or damages found on the product. There was no patient injury.

Manufacturer narrative:
Additional information: a4(weight in lbs), b5, d10, g4, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The first image showed the catheter inserted into a patient. The stitches are present on the patient however the suture wing is not. The second image depicts the catheter in a clear bag without the suture wing. It was also observed that the red port, blue port, clamps, bifurcate and cannula appeared intact. The suture wing was not received. The distal end of the received cannula was clamped and a water bath test was performed. Functionally, both extensions passed with no air bubbles and acceptable results. A test guide wire was inserted and passed through with no occlusion. It was reported that there was a securement wing issue and an ingrowth or catheter migration issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tube body was detached from the fixed wing, the tube body could not be buckled and the securement wing still sutured on the skin, causing the catheter kit to fall out of the body noted during visual inspection. It was stated that there was a blood loss of five milliliter but no transfusion required. There was no leak, no tego utilized and no luer adapter issue. The catheter was not repaired. Iodophor cleaning agent was used on the device. A new catheter was used to resolve the issue. There was no patient injury.